Manufacturer narrative:
Date of submission 08-mar-2018 the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the pump settings showed the advanced bolus feature was enabled. The bolus features were correctly showing on the bolus menu screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the ez carb and ez blood glucose features were not available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.